Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced premature battery depletion. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated an issue with the battery. The eri was the result of a false depleted status. The exact cause of going from maturing to depleted is explained in the CAPA. If information is provided in the future, a supplemental report will be issued.